Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part was returned for manufacturer review/investigation. (B)(6). 510k unknown. (B)(4) used for: while the surgeon was using tap (311.460) to cut threads in a plate¿ hole (part # unk), the tip of the tap broke and remained in the patient¿s body. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the locking compression plate, dynamic hip system( lcp dhs) was applied to proximal femoral fractures on (B)(6) 2018. While the surgeon was using tap (311.460) in question to cut threads in a plate¿ hole (part # unk), the tip of the tap broke and remained in the patient¿s body. The surgeon tried to remove the fragment, but was not successful, the surgery was completed with a 30-minute delay. There was no adverse consequence to the patient. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter title, name, and occupation. DHR review was attempted. Part no.: 311.460 , lot no.: 2079 , DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to se_075477 (filing and archiving of specification documents) version ai, which was in place till august 2014. Manufacturing location: bettlach. Customer quality conducted an investigation of the returned device. Received condition: the tip of the tap for cortex screws ø4.5 is broken off and missing as described in the event description. The broken off portion has a length of approximately 16mm. The remaining cutting edges are completely worn and/or broken. Dimension. Because of the damage and the very worn condition of the device the dimensions cannot be checked to post-manufacturing tolerances anymore. DHR review . The DHR review shows that the tap was manufactured more than 15 years ago. Therefore this device was very long term in use and classified as normal wear and tear. Conclusion : the out worn condition of the remaining cutting edges points to the fact that the tap was subjected to long term use and/or mechanical overload. The condition of the tap for cortex screws before the surgery is unknown. Synthes instruments should be inspected to damage and wear after processing, prior to sterilization. The returned part was determined to be suitable for the intended use when employed as recommended. Taking into account all relevant findings we determine that the tap for cortex screws ø4.5 broke because of mechanical overload. End of life definition per important information leaflet limits on reprocessing: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. The va-lcp curved condylar plates family implants and instruments design and clinical risk management (dcrm) document was reviewed and found to adequately address the complaint condition. Date returned to manufacturer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.